Manufacturer narrative:
No information was captured, as the patient's initial's and weight were not provided. The details of reporter was not provided. The model # was not provided.

Event description:
A nurse from (B)(6) reported that she monitors blood glucose readings of the hospitalized patients. The nurse stated that they were obtaining inaccurate readings on the contour plus meter. The nurse provided an example where the patient obtained a reading of 1.1 mmol/l on the contour plus meter. As the customer was not presenting symptoms of hypoglycemia, a retesting was performed, and a reading of 7 mmol/l was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned two contour plus meters and two vials of contour plus test strips from lot # 9gqhd04b for evaluation. The returned meters were tested with the returned test strips, which gave a satisfactory performance.